Event description:
It was reported that the device had a "cassette not attached" error. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg 5/15/2024. H2) correction: d4: primary UDI number updated. G1: mfg contact office address 1 corrected. G1: contact office email corrected. H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, event history log (ehl) review, and no disposable alarm (nda) testing, the customer problem was duplicated. The pump was found to have event history logs that indicated a "high alarm displayed: upstream occlusion", "high alarm displayed: downstream occlusion", and "high alarm displayed: cassette not attached properly." The cause of the customer reported problem was an inoperable downstream occlusion (dso) sensor. When powered up and with the latch handle in the latched/lock position without a cassette, the pump alarmed "cassette not attached properly, reattach cassette." In the manufacturing mode, the pump failed calibration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor assembly, upstream occlusion (uso) sensor assembly, and the air detector. The pump passed all functional tests and performed as intended after repair.